Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11. Livanova deutschland manufactures the heater cooler 3t system, the issue occurred in germany. Livanova filed service engineer was dispatched to customer facility to inspect the device. Upon examination, no evidence of biofilm was identified within the system. Furthermore, based on customer feedback, reported contamination is likely due to device prolonged downtime/non-use. As a precautionary measure, the internal hose kit was replaced. Functional verification checks were performed and passed positively. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report alleging mould in a heater cooler 3t system water sample. There was no patient involvement.